Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-september-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer over the phone and the customer declined additional service. No further action is required by field service. The most probable cause of the reported event was unknown.

Event description:
On (B)(6) 2016, a customer reported cup pickup issues and the sample chain was jammed at times with the aia-600ii analyzer. The customer was able to clear the pick up jam. The customer is unable to run bhcg, lhii, and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, lhii, and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.